Event description:
A hospital reported that bases of three iw934jeu cosycot infant warmers had cracks. No patient consequence was reported.

Manufacturer narrative:
Additional manufacturing dates: 10/13/2005, 10/13/2005. Replaced the cracked bases of cosycot infant warmers. An investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint devices have not been returned for evaluation. Cracks on the elevator base of the cosycot infant warmer, due to excessive weight loading, is a known problem. Total weight of the device, including accessories and patient, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic legs' base and damage to the base electric elevator mechanism. Conclusion: we have an open CAPA to address this issue. The corrective action informing the users of the maximum weight for the cosycot infant warmer and to inspect the bases of their cosycots is expected to be completed by end of 2008. This corrective action has been notified to the district office.